Event description:
The customer's mother reported via phone call that the insulin pump alarmed power error. The insulin pump stopped. The customer also received a message saying the internal battery did not work. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump passed the functional tests. The pump was returned for power error alarms, and they were confirmed in the detailed trace. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.